Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump time and date were incorrect; cause was not reported. Customer's blood glucose was 150 mg/dl. Tandem technical support assisted customer with correcting the time/date setting.